Event description:
Boston scientific received information that this patient had been lost to follow up. It was observed that this right ventricular (rv) lead had been consistently exhibiting impedance measurements greater than 2500 ohms. No sensing, noise, or other lead parameter issues were noted. The physician is aware of the measurements and the lead remains active in the patient. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.